Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. It was further reported that the IV was disconnected where the t-connector attached to the actual IV catheter. This issue was identified during unspecified process step. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.